Event description:
Caller reported an occlusion alarm, which occurred multiple times on the same date. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge, then resumed insulin use.